Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing.a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device presented a white screen. The cause was identified to be the processor printed circuit board, which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a white screen. No additional information is available.